Event description:
Received a call from (B)(6), risk mgr, that pt had been transferred to them with a working #20 peripheral angio. IV was used by them for IV fluids without incident. Their staff removed the catheter to place a new one, in anticipation of surgery, and only the hub was removed. The catheter itself remained in the pt's left ac. The pt was pending surgery on (B)(6) 2013, and the catheter that remained in the pt was removed during the same surgery. Per the chart review, the IV was inserted on (B)(6) 2013 in the left ac. The pt was transferred to (B)(6) on (B)(6) 2013 with the catheter intact. The event was immediately called to the product rep by the professional development dept. This is a new catheter that came out in (B)(6) 2013. It is unk whether the whole catheter came apart from the hub or if it was sheared off. It is also unk whether (B)(6) kept the catheter or returned it to the vendor. The vendor will be going to (B)(6) on wednesday regarding the event.